Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample has not been returned for eval as it remains implanted. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The removal of this filter is considered to be an off label use of this device. The information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.

Event description:
It was reported during a scheduled removal, a g2 filter that was implanted one week ago was found to be tilted in the renals. The dr was not able to remove the filter due to the tilt.